Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a leak in iab circuit. Its is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The leak is from safety disk, and safety disk is also expired. The fse replaced the safety disk. The fse did observe the unit for more than two hour with no issue. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) unit had a leak in iab circuit. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: b5, b6, b7, d10, h6(investigation type & impact codes).